Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device is disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio suturing device was used during a sacrospinous vault suspension procedure performed on (B)(6) 2017. According to the physician, during the procedure, the needle detached from the suture and was left inside the patient. The procedure was completed with another capio suturing device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.